Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. Unique device identifier (UDI): (B)(4). The analysis was performed by asahi intecc. Co. Ltd: device investigation could not be conducted because the device was discarded. Lot history review revealed no anomaly relating to the reported event. In our production process, namely after the ptfe coating over the shaft, coating adhesion test is conducted with each coating lot, the ptfe coating adhesion strength of the subject lot products had been confirmed meeting the criteria. Based on the information reviewed, there is no indication of a product deficiency. It is supposed that some edged end of a device used over the guide wire during the manipulation of the guide wire contacted the surface of the guide wire with force, resulting in scraping damage to the ptfe coating of the guide wire due to excessive abrasive and scraping force. However, this could not be determined as the device was not available for our investigation.

Event description:
It was reported that the patient was admitted with st segment elevation myocardial infarction (stemi). The procedure was to treat a lesion from a saphenous vein graft to the obtuse marginal with moderate tortuosity. The physician used a non-abbott guide wire and a prowater guide wire. The physician noticed green flecks when contrast was pulled back. The guide wire was wiped down and the artery was bled back; however, it is unknown if any green flecks entered into the patient anatomy. It is suspected that the green flecks were due to interaction with the non-abbott guide wire. No resistance was noted during advancement. No resistance was noted during withdrawal. No medical intervention was performed to the treat the patient for green flecks. There was no clinically significant delay in the procedure. The physician also stated that this has happened on more than one occasion. No additional information was provided.

Manufacturer narrative:
(B)(4).